Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had a surgical procedure. Prior to the procedure, the device was tested and all leads were performing optimally. When the device was checked the next day, post procedure, it was noted the atrial lead had decreased sensitivity, decreased impedance but still within normal limits, and an increased capture threshold. Some days afterwards the ra lead had no capture at a high output. The atrial pacing was turned off. The patient had an atrial lead revision were it was capped as it was suspected to had been damaged during the initial surgical procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had a surgical procedure. Prior to the procedure, the device was tested and all leads were performing optimally. When the device was checked the next day, post procedure, it was noted the atrial lead had decreased sensitivity, decreased impedance but still within normal limits, and an increased capture threshold. Some days afterwards the ra lead had no capture at a high output. The atrial pacing was turned off. The patient had an atrial lead revision were it was capped as it was suspected to had been damaged during the initial surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.